Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) delivered an alert for capacitor charge time out. The device was explanted and successfully replaced. The patient was stable.